Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had comprised force sensor system alarm. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that the buttons were not responding. Customer stated that the insulin pump had frozen display. The insulin pump will be returned for analysis.

Manufacturer narrative:
No frozen screen or button error alarm noted. Insulin pump time/clock moved. Insulin pump had unresponsive buttons due to flattened (creased) up buttons dome switch. No unlocked j2/lcd keypad connector noted. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test or verify prime/fill anomaly or compromised force sensor system alarm due to unresponsive button.